Event description:
Reporter indicated that vns pt experienced an increase in seizures following an increase in programmed parameters. The pt reportedly went 2 1/2 months with no seizures and then experienced 3 seizures in 4 weeks time prior to the increase in programmed parameters. The pt reportedly experienced 7-10 seizures during a 3-week period following the increase in programmed parameters.